Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the front end board (0670-00-1164) to resolve the issue. The fse calibrated the unit and it the iabp powered up intended. The unit passed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported by a getinge representative that during installation of a cardiosave intra-aortic balloon pump (iabp) unit displayed failure code #12 at start-up. There was no patient involvement reported.